Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service. Clinical support was given and confirmed it was a programming error. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported unexpected outcome on a patient whose target was monovision. Patient had intralase in both eyes mono vision. Right eye for distance and left eye for near. It was found that the event was due to a programming error from the technician. Manifest refraction: right: -0.75 +2.00 x 175 20/15; left: -0.25 +2.00 x 180 20/15-1. Treatment plan: right-treated with wavescan=vision is 20/20 today (4 days after lasik). Left- standard treatment of: -2.25 +2.00 x 180. Target for near is -2.50. One day po: right 20/20; left 20/25-2 j10. Now 4 days after surgery, left vision is not good at all for near vision. Right 20/20; left 20/25-2 j12. Mr on (B)(6) 2016: right -0.25 +0.25 x 75 20/20; left +0.25 +0.75 x 15 20/20; add +2.25 20/20 ou. On (B)(6) 2016 account reported that patient had never had cataract surgery so this was not a post cataract enhancement. During that visit her numbers were as follows: vision without correction: right 20/40 sn distance va; left 20/60 sn distance va. Pinhole vision: right 20/25 sn; left 20/25 -2 sn. Binocular vision: ou 20/40 + sn distance va j10 jg near vision. Refraction sphere cylinder axis add prism visual acuity intermediate visual acuity near vision. Manual manifest right -0.50 +1.00 105 20/25 sn; (B)(6) 2016 left +1.00 sphere 20/20 sn. Patient was seen for an enhancement evaluation, but the surgery is not scheduled yet.